Event description:
The following has been reported: pump arrived at biomed with no indication of failures. Event log indicates multiple occlusion alarms. Upstream and downstream sensors are within voltage ranges and appear to be working in maintenance menu. Occlusion tests failing or passing with retests. Issue may lie with inaccurate calibration, recalibrating unit and redoing test multiple times to ensure accuracy.air sensor repeatedly causing communication failures. Replaced air detector kit, calibrated and pmed unit.pm completed using agilia partner version v2r 4.0.3.21072wi-fi configured sql and centerium server checked for connectivity and data download: pass reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.